Event description:
It was reported that during pre-op, there was an error message related to a patient interface fault detected. The procedure was completed by using another nim vital. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, product description: patient interface nim4cpb1 nim 4.0 serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h6: product ID: nim4cpb1 ,serial number: (B)(6) - f fdm b21, fdr c21, img g02005 and fdc d16codes are applicable. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the results of the analysis concluded that there was no malfunction in the device. H6: fdm b21, fdr c21, and fdc d16 codes no longer applicable. H3: product ID: nim4cpb1 ,serial number: (B)(6)- the results of the analysis concluded that there was no malfunction in the device. H6: product ID: nim4cpb1 ,serial number: (B)(6). Fdm b21, fdr c21, and fdc d16 codes no longer applicable. H6: product ID: nim4cpb1 ,serial number: (B)(6). Fdm b01, fdr c19, and fdc d1102 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: nim4cpb1 ,serial number: (B)(6)- the results of the analysis concluded that there was no malfunction in the device. The batteries were 2 years old. H6: product ID: nim4cpb1 ,serial number: (B)(6)- fdr c0601, img g02002, codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.